Event description:
It was reported that a temperature alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to deplete the pump's battery before sending it back, and a replacement pump was provided by tandem technical support with confirmation of the shipping address. The customer was to return the problematic pump using a pre-paid label and return box.